Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had no delivery alarm during bolus. The customer blood glucose level was 150 mg/dl. Customer stated that reservoir was not in use before. Customer changed the reservoir and no delivery alarm did no occurred. The device will not be returned for analysis.